Event description:
Additional information reported during implant both wounds were irrigated with copious amounts of antibiotic solution. No other peri operative antibiotics were noted.

Event description:
It was reported that there was a superficial infection of left buttock. Symptoms included a temperature of 99.2 without erythema on (B)(6) 2006. There was slight erythema at the posterior incision on the left on (B)(6) 2006 and on (B)(6) 2006 erythema was still present, slight pustular area left lateral margin of wound. On (B)(6) 2006 there was no erythema. This was related to the device or therapy and was related to the implant procedure. There was an examination/palpation along with lab work with results that indicated c-reactive protein at 46.1, white blood count 6.8, and sed rate 67. Intervention included clindamycin at 300mg three times a day for 4 days and bactrim ds orally twice a day for 7 days. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# n0052270, implanted: 2006-(B)(6), product type: lead. Product ID: 377860, lot# v001729, implanted: 2006-(B)(6), product type: lead. (B)(4).